Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer has received multiple no delivery alarms. Troubleshooting was performed and it was advised that the customer discontinue pump therapy and return the pump. The customer's blood glucose was 400 mg/dl. They treated with a shot and declined troubleshooting for the blood sugar. The customer advised that by sometimes moving the pump he receives a motor error. The insulin pump will be returned for analysis.